Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that their communicator is blinking with a blue light and is unable to find the communicator when entering the my therapy application. Additional information received from the patient. Patient reported has not been able to connect to implant for unknown time. Patient stated lost charging cord so was only recently able to charge it. Patient stated seeing only a flashing blue light. Patient stated unbale to program implant. Agent walked pt through connecting to ins. Pt was able to connect and make therapy changed but could not reconnect. Pt mentioned switching programs to get better relief, but no further details provided. Pt reported seeing 67 out of 100 on a bar on the screen. Pt stated has gained weight and unable to feel implant. Pt inquired about it moving. Agent reviewed information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt stated will leave at current settings and see if it works. Pt stated will try to connect again later and will call ps back if unable to. Additional information was received from the patient. They reported that the cause of the communication issues was unknown but stated the likely cause/contributing factor was that the device would not register. The patient indicated this issue has not been resolved but they do have a follow up with their urologist. A device removal/replacement is planned but the patient didn't give a date for surgery.

Manufacturer narrative:
Concomitant medical products: product ID tm90g0 lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.